Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The anchors distal tip has broken at the suture eyelet. Due to the anchors condition dimensional analysis is prohibitive. Removal of the anchor showed the inserter tines are bent; this condition is consistent with torsional failure, which indicates that the bone may have been harder than expected. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair the anchor tip broke off after the very first turn of inserting the anchor. A backup device was available to complete the procedure. Healthcare professional removed the broken piece. There were no reported patient injuries. No other complications were noted.